Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they visited a medical center to get new sensors. While at the medical center, the patient's bg was tested, and it was determined that the bg meter was reading 500mg/dl, compared to the cgm reading of 323mg/dl. The patient stated they were admitted to the hospital for high glucose values. No symptoms were reported. At the time of contact, the patient was in the emergency room. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.